Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the reportable event was confirmed. The probably cause was most likely attributed to failure of the printed circuit board. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center displayed no image. It is unknown, when the issue occurred. There were no reports of patient harm.